Event description:
An atw wire was being used in the right coronary artery (rca). The wire got stuck at the distal-right coronary artery (rca). The physician had to use force in order to pull the wire and the wire subsequently uncoiled in the artery. The device and all the pieces were removed from the patient's body. There was no patient adverse event. The target lesion was calcified and tortuous. The wire was placed distal in a rca into a smaller side branch. The doctor then tried to pull back on the wire and it would not come out. He loaded a balloon on the wire and tried to use the balloon to get the wire unstuck and that was unsuccessful. He pulled the wire with some increased force and the wire was pulled back into the guide. After pulling the wire out of the patient he noticed the wire had come unraveled. All of the device was removed. The doctor felt that by him pulling on the wire with some increased force caused the wire to come unraveled. He still is not sure why the wire got stuck in the native artery with no devices loaded on it.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.